Manufacturer narrative:
A gehc biomed performed a checkout of the equipment and confirmed the reported complaint. Power was cycled, resolving the reported alarm condition. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, the unit was alarming for no flow sensors. There was no report of patient involvement.